Event description:
It was reported that the customer has been experiencing high blood glucose levels. The customer was on the insulin pump when her blood glucose levels rose to 308 mg/dl. She took 2.6 units of active insulin but her insulin pump meter continued reading between 290 mg/dl and 308 mg/dl. She also experienced two motor error alarms. Troubleshooting was performed. She was advised to disconnect from the pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).